Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's uncle reported that the insertion device was lost during a hospital stay. It was stated that the patient was hospitalized with high blood glucose levels, but stated that it was due to the flu, and not the insulin pump or any related product. Nothing further was reported.